Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - narrative - it was reported that a patient was enrolled in an investigator initiated study using mesh in patients with peritonitis as a prevention of incisional hernias. The patient underwent a diagnostic laparoscopic procedure with conversion to laparotomy on (B)(6) 2013. During the procedure, the patient underwent three small bowel resections and mesh was implanted by intraperitoneal onlay placement. The patient's primary condition was peritonitis with perforated small bowel diverticula. On (B)(6) 2013, the patient collapsed on the hospital ward and incurred an unspecified head injury. Resuscitation was performed for 45 minutes on the patient. The patient expired on (B)(6) 2013 at 6:45am. The official cause of death is listed as major pulmonary embolism. No autopsy was performed. The mesh was not removed from the patient. (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient was enrolled in an investigator initiated study using mesh in patients with peritonitis as a prevention of incisional hernias. The patient died six days post operative. The cause of death is reported to be most likely due to a pulmonary embolism. Additional information has been requested.